Event description:
Patient reported that the lot number, printed on strip vial, had smeared off. No patient injury was reported. Technical support requested the return of the suspect product and replacment product was shipped.